Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the power to the programmer failed suddenly, and the message "emergency hardkey available- implantable device" was printed out on paper. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the power to the programmer failed suddenly, and the message "emergency hardkey available- implantable device" was printed out on paper. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the programmer power failing suddenly and "emergency hardkey available" message generated through reviewing the error logs and therefore the software was reloaded. The programmer than passed all functional and systems tests and no other anomalies were found. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.